Event description:
The customer reported via phone call that she experienced issues with priming the insulin pump. No troubleshooting was performed as the customer stated she was not currently having issues but would like the insulin pump to be replaced. Blood glucose value is unknown. The insulin pump would be replaced and return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.